Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. During leak testing the cassette leaked from two small holes in the sheeting. During device-device testing air was sucked into the supply bag due to holes in the sheeting. The cause of the leak was due to the holes. An assignable cause for the holes could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice automated pd set with cassette a baxter technician determined that there were two very small holes in the cassette sheeting resulting in a solution leak. No additional information is available.